Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging or the device coming in contact with another device during use.

Event description:
On 05/15/2025, a representative reported via (B)(4) that an ar-18700-06 drill bit broke into three pieces. This occurred during use; one of the pieces remains in the patient. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.